Event description:
After catheter was removed from the pt, it was noted that the cuff was not attached and the catheter was split from the tip to the blue hub of venous and arterial ports. The tip was sent for culture -as per protocol. No harm to pt. The catheter was not installed at this facility.